Event description:
It was reported by the customer that pyxis medstation es system had report related issues. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sorting report was missing. A technical support specialist (tss) stated that update provided by product support engineer (pse) indicated that a live update on the refill report from the station was required. Despite referencing the guide, there was no response from the customer. Tss informed the customer to recreate a new case if the issue reoccurs and to report it back to tsc. As permitted by the ticket response rule, tss proceeded with the closure of the ticket.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had report related issues. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.